Event description:
The user stated beginning (B) (6) 2010, they had been getting physician complaints about high parathyroid hormone values being reported. The user could not provided specific patient data, but performed a 15 sample comparison with another lab that was using an immulite analyzer. Of the data provided, the results for 14 samples were discrepant. All results are in pg/ml. Sample 1 initial result was 368, immulite result was 678. Sample 2 initial result was 236, immulite result was 396. Sample 3 initial result was 105, immulite result was 173. Sample 4 initial result was 54, immulite result was 113. Sample 5 initial result was 636, immulite result was 1383. Sample 6 initial result was 13, immulite result was 8.74. Sample 7 initial result was 123, immulite result was 39.7. Sample 8 initial result was 356, immulite result was 33. Sample 9 initial result was 143, immulite result was 262. Sample 10 initial result was 465, immulite result was 986. Sample 11 initial result was 393, immulite result was 766. Sample 12 initial result was 84, immulite result was 155. Sample 13 initial result was 90, immulite result was 116. Sample 14 initial result was 112, immulite result was 193. No patients were affected. The samples were run for a method comparison and no patient diagnosis or treatment was made based on these results. The pth reagent lot number was 15670104. The field service representative could not find a cause. He performed mechanical checks and corrective maintenance. He verified the analyzer operation by running performance tests with passing results.

Event description:
The customer's mother reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels above 500 mg/dl. The mother declined any troubleshooting. The mother stated that the insulin pump is working fine, and the reason the customer was hospitalized was that she was not bolusing. Nothing further was reported.

Manufacturer narrative:
A specific root cause for the issue could not be determined. Assay performance checks demonstrated good basic performance of the analyzer. Calibration and quality controls were within specification. Although preanalytical data were not provided, the short half-life of pth as well as the difference between serum and plasma results for pth are possible causes. Samples were not available for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.